Manufacturer narrative:
The investigation of the returned web system found no visible damage to the device. The unit passed continuity and resistance testing; furthermore, the implant was successfully detached using an in-house detachment controller during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The detachment controller used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.11.

Event description:
During a web embolization aneurysm treatment, the catheter was placed into position and the web was then attempted to be deployed, but it failed. The detachment controller was replaced, but the web still would not detach. The acute wide neck shallow basilar/right p1 junc aneurysm was treated with a competitor stent, and two competitor coils. There was no patient injury reported. The patient is fine and well.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.